Manufacturer narrative:
Result: according to the information provided, the patient was revised due to a dislocation. The glenosphere and humeral liner were upsized, and the liner was converted to a constrained option. The devices were not returned for evaluation and no radiographs were provided. However, device images were received which appear consistent with explanted components. The cause of the patient¿s shoulder dislocation and subsequent revision reported cannot be conclusively determined; however, it may be due to soft tissue imbalance, patient anatomy, implant positioning, and/or implant selection. Dislocation is a known risk, as outlined in the IFU. Correction: d1 brand name, h6 component code. Remove information from initial report from following sections: d1 catalog number, d1 serial number, d1 expiration date, g4 510k number, h4 device manufacture date.

Manufacturer narrative:
H3: pending investigation.

Event description:
As reported, the patient had a right rtsa on (B)(6) 2024. The patient dislocated and was revised on (B)(6) 2024. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The cause of the patient¿s shoulder dislocation and subsequent revision reported in cannot be conclusively determined; however, it may be due to soft tissue imbalance, patient anatomy, implant positioning, and/or implant selection. Dislocation is a known risk, as outlined in the IFU. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.